Event description:
It was reported to philips that the system's wireless footswitch was intermittently unable to connect. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the clinical procedure was completed by using the wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that the system's wireless footswitch was unable to connect intermittently. Upon troubleshooting, the fse found the connectivity problem, indicating issue with wireless footswitch and base station. To resolve the issue, the fse replaced wireless footswitch and base station and returned the defective parts for further analysis. The supplier's part analysis could not determine the cause of the wireless footswitch failure and base station failure; however, replacement of the parts had resolved the issue. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.